Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent urethrolysis, release of mid urethral sling and cystoscopy on (B)(6) 2007 due to vesicle outlet obstruction s/p mid urethral sling, urinary retention and urinary frequency secondary to urinary retention. (B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of a suburethral portion of mesh due to severe urinary urgency on (B)(6) 2007.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hydrothermal ablation due to sui, abnormal uterine bleeding and benign endometrial biopsy.

Manufacturer narrative:
(B)(4).